Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73e1500058 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use of the applier, the surgeon noticed the clips were armed or engaged; they closed immediately and did not arm or engage within the appliers. No clips fell into the patient's body. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Correction made for the manufacturer's address.